Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-07761. It was reported that 3 of the 4 contacts on the patient's leads showed high impedance, which suggests a lead fracture. In turn, surgical intervention may be pending to address the issue.